Event description:
Stryker anchor c inserter broke off inside implant as it was being positioned by the surgeon. As neurosurgeon was placing the screw during anterior cervical diskectomy c3-c4, the anchoring tip became "dislodged" into the titanium graft and was not retrievable.